Event description:
Event description guidant received information that this pacemaker system was explanted due to an infection. A new pacing system (1286) was then implanted; however, noise was noted on both the atrial and ventricular channel and the impedance measurements were >2500ohms. Review of the surface electrograms noted atrail and ventricular loss of capture. Due to the dependency of the patient, as well as blood pressure changes, the decision was made to remove and replace the device. The new device (1280) was then reconnected to the leads, resolving the issue. The clincian suspected a lead to pacemaker connection issue contributed to the clinical observation.